Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify failed battery test and rewind anomaly due to buttons not responding. Insulin pump received with cracked battery tube threads. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had buttons harder to push. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had cracked around battery cap area, no delivery alarm, rewind louder and rejected new batteries. The insulin pump will not be returned for analysis.